Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68 year old male was admitted for myocardial infarction. Upon arrival to the cathetization laboratory, he suffered a cardiac arrest. Impella cp was placed despite a highly tortuous iliac artery. Following peel away sheath removal, lack of flow to the right leg was diagnosed and the impella was removed to restore limb perfusion.

Manufacturer narrative:
H6 type of investigation b13 is no longer applicable.

Manufacturer narrative:
D4 added primary UDI number as it was omitted from the initial report that was submitted. H6 added code b13 as it was omitted from the initial report that was submitted. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Peri-procedural adverse event(ischemia): the root cause of the injury was unable to be determined due to insufficient clinical details.